Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.